Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6)2017, the reporter contacted animas and alleged that on (B)(6)2017 the patient experienced a blood glucose of 600mg/dl with chest pains, associated with an alleged inaccurate delivery issue. Reportedly, the patient was treated by their healthcare provider in the hospital for a heart attack from (B)(6)2017. The patient stated that when her ¿sugar is above 300mg/dl her signs and symptoms are as if she was having a heart attack but she really was having a heart attack this time and did not know it. Even with the bolus of insulin pens or needles still did not bring sugar down it was the heart attack.¿ the reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.